Event description:
During a remote follow-up, episodes of either myopotential oversensing or oversensing due to electromagnetic interference (emi) was observed on the device. No intervention has been performed at this time.